Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (45 mg/dl). Reportedly, the paramedics were called and the customer was treated with a peanut butter and jelly sandwich. The cause for the reported low bg was due to the pump correction factor needing to be adjusted. Reportedly, customer adjusted the correction factor.